Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically via the right axillary/subclavian artery in a patient of unknown age and gender for the indication of cardiomyopathy. Comorbidities were not reported. The patient presented with acute decompensated chronic heart failure and a pre-support clinical condition consistent with society for cardiovascular angiography and interventions (scai) stage c shock. During support, the physician reported that the impella 5.5 functioned appropriately at performance levels p-2 through p-4. However, when the performance level was increased to p-5 or higher, motor current increased and the pump stopped. Concurrently, the patient experienced a decrease in blood pressure. Imaging, pump positioning, and patient management were reviewed. The device was repositioned; however, repositioning did not resolve the reported issue. Potential involvement of biomaterial in the pump stoppage was discussed. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. Impella support was discontinued and the device was explanted. Numerous thrombi were observed within the inlet and outlet regions of the device. It was additionally reported that the patient was difficult to anticoagulate and thrombus formation was also present within the extracorporeal membrane oxygenation (ECMO) cannulae. Following device explant, a decision was made to withdraw care, and the patient expired. The death is conservatively being reported; however, based on the available information, the outcome is more likely attributable to the patient¿s underlying cardiomyopathy, acute decompensated chronic heart failure, cardiogenic shock, difficulty achieving therapeutic anticoagulation, and overall critical clinical condition.